Event description:
Stapler locked into tissue and could not be released. Also did not staple during low anterior colon resection. Suture closure was done. 8/18/99 return to surgery for transverse colostomy.